Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "dark objects" in the medication vials attached to the bd phaseal¿ protectors (p21). There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: picture samples were received for evaluation by our quality engineer. Upon inspection of the picture samples, a grey particle was observed within the vial. The particle appeared to be part of a rubber stopper. If coring occurs at the membrane, it may be a result of multiple injections, excessive welding, or the type of needle used. Phaseal needles are designed to reduce the tendency of coring. If coring occurs at the rubber stopper, it may be a result of the needle used, stopper quality, capping conditions, and/or poor connection of protector. As several factors impact the coring tendency, it is not possible to identify a root cause for this incident. DHR: no non-conformance's found in the lot involved. If coring comes from the membrane: a) human error: performing multiple injections on the membrane could lead to fragmentation. B) machines: if membrane is excessively welded, consistency is higher and elasticity. Lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C) materials: needles. See below. If coring comes from the rubber stopper: d) materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. E) materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. F) misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technicians made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a laminate flow hood. Staff has to wear a lab coat, cap, and gloves. Based on the information above, it is not possible to confirm the root cause, as several factors impact coring tendency. Fragmentation test results are acceptable (<90 according to it-1730, see attached). Based on the frequency of the defect and taking into account that the fragmentation results are acceptable, it was determined that no corrective/preventive action is required.

Event description:
It was reported that there were "dark objects" in the medication vials attached to the bd phaseal¿ protectors (p21). There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that there were "dark objects" in the medication vials attached to the bd phaseal protectors (p21). There was no report of exposure, injury, or medical intervention noted.